Manufacturer narrative:
The device involved in this event was not returned for eval; however, from the description received, it appears to be the same type of event that has been previously evaluated. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material, but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however, this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the mfg process to eliminate the two-part bond. The luers will be over molded on the extension. Medcomp is also revising the extension material to a stiffer durometer. Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the catheter was "leaking at the junction of the luer hub/extension tubing."